Event description:
It was reported that this right ventricular (rv) lead exhibited impedance measurements of greater than 3000 ohms. The lead was tested, which did not reproduce the high impedance measurements, and there was no noise observed. The device was reprogrammed, and further troubleshooting options were discussed. No adverse patient effects were reported. The lead remains in service. Additional information was received which reported that this lead later exhibited noise, oversensing, and pacing inhibition with pauses of greater than three seconds. No adverse patient effects were reported. The lead remains in service. Additional information has been requested from the field. If additional information is received, this report will be updated. Additional information was received which reported that the patient was checked in the clinic and troubleshooting was performed. Noise was reproduced with isometrics, and the sensing measurements were good. The device was reprogrammed, and no further actions were performed. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited impedance measurements of greater than 3000 ohms. The lead was tested, which did not reproduce the high impedance measurements, and there was no noise observed. The device was reprogrammed, and further troubleshooting options were discussed. No adverse patient effects were reported. The lead remains in service. Additional information was received which reported that this lead later exhibited noise, oversensing, and pacing inhibition with pauses of greater than three seconds. No adverse patient effects were reported. The lead remains in service. Additional information has been requested from the field. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited impedance measurements of greater than 3000 ohms. The lead was tested, which did not reproduce the high impedance measurements, and there was no noise observed. The device was reprogrammed, and further troubleshooting options were discussed. No adverse patient effects were reported. The lead remains in service. Additional information was received which reported that this lead later exhibited noise, oversensing, and pacing inhibition with pauses of greater than three seconds. No adverse patient effects were reported. The lead remains in service. Additional information has been requested from the field. If additional information is received, this report will be updated. Additional information was received which reported that the patient was checked in the clinic and troubleshooting was performed. Noise was reproduced with isometrics, and the sensing measurements were good. The device was reprogrammed, and no further actions were performed. No adverse patient effects were reported. Additional information was received which reported that the lead was later explanted and replaced. No additional adverse patient effects were reported. This lead has been returned for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 250 millimeters (mm) from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of high impedances, noise, oversensing, and pacing inhibition were likely caused by the confirmed fracture. Detailed analysis also confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right ventricular (rv) lead exhibited impedance measurements of greater than 3000 ohms. The lead was tested, which did not reproduce the high impedance measurements, and there was no noise observed. The device was reprogrammed, and further troubleshooting options were discussed. No adverse patient effects were reported. The lead remains in service. Additional information was received which reported that this lead later exhibited noise, oversensing, and pacing inhibition with pauses of greater than three seconds. No adverse patient effects were reported. The lead remains in service. Additional information has been requested from the field. If additional information is received, this report will be updated. Additional information was received which reported that the patient was checked in the clinic and troubleshooting was performed. Noise was reproduced with isometrics, and the sensing measurements were good. The device was reprogrammed, and no further actions were performed. No adverse patient effects were reported. Additional information was received which reported that the lead was later explanted and replaced. No additional adverse patient effects were reported. This lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited impedance measurements of greater than 3000 ohms. The lead was tested, which did not reproduce the high impedance measurements, and there was no noise observed. The device was reprogrammed, and further troubleshooting options were discussed. No adverse patient effects were reported. The lead remains in service.